Event description:
It was reported that the user experienced a sensor pairing issue between a libre 3+ sensor and the ilet system, with the ilet mobile app initially displaying a ¿sensor not compatible¿ message and the pump showing persistent pairing without progressing to readings after the warm-up period; the user subsequently replaced the sensor and readings resumed. Symptoms included no adverse clinical symptoms and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no impact on therapy beyond delayed cgm data availability. Investigation included remote troubleshooting, app relaunch, device restart, review of app version status, and user-directed steps including potential reinstallation. Investigation of this case revealed that the initial sensor failed to establish a functional data connection despite successful scan acknowledgment, and replacement of the sensor resolved the issue, indicating a probable sensor-related malfunction or compatibility anomaly. It was concluded that the event was attributable to a failed sensor pairing that did not result in clinical harm, with device function restored after sensor replacement.